Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, increased capture threshold and intermittent sensing were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse health consequences. Related manufacturer reference number: 2017865-2019-14826; related manufacturer reference number: 2017865-2019-14827.

Manufacturer narrative:
The reported events of increased capture threshold, decreased sensing and lead fracture were not confirmed. Only the distal end of the lead was received for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, visual inspection of the lead revealed no anomalies with the exception of damage occurring at the time of procedure.